Manufacturer narrative:
Additional information was added to h3 and h6. H4: device manufacture date - the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested that an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused by more than 10%. The issue was noticed during patient infusion via peripherally inserted central catheter (PICC). Additionally, it was further informed that "the PICC lumen also has a kink in it". The device was filled with 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.